Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had second occurrence of hardware low level failure. The blood glucose level of the customer was unknown. The customer stated that the beeps of the insulin pump were louder and the sensor alarms sounded more quiet than usual. The customer was advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Unit received with operating currents within spec. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device received with sensor high and low alert functioning properly during testing using the glucose sensor simulator. Device received with the audio alert functioning properly. No audio alert anomaly noted. Hardware low level failures alarm confirmed in the insulin pump history due to broken traces on keypad assembly.